Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the vela ventilator experienced transducer fault, vent inop and motor fault alarms while on a patient. There was no patient harm or injury associated with the reported issue.

Manufacturer narrative:
(B)(4). The vyaire factory service dept. Received the suspect component and performed an investigation. The reported issue was confirmed and duplicated. The problem was isolated to a failed pt800 transducer. CAPA (B)(4) has been initiated to address the issue. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
(B)(4). The vyaire failure analysis laboratory (fa lab) received the suspect component and performed an investigation. The reported issue was confirmed and duplicated. The pt800 transducer has recorded faults in the event log. The combination of transducer faults at power-up for transducer pt800 with the successful calibration of all transducers indicates the auto-zero solenoids can be slow to respond. Slow solenoids can intermittently result in a bad auto-zero calibration at power-up and operational auto-zero checks. Solenoid failure. CAPA (B)(4) and co (B)(4) are implemented to address this issue. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.